Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned; however, an x-ray was provided. Upon review, it was observed that a screw had fractured at the caudal end of the construct. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: potential adverse events: 1. Potential adverse events associated with spinal fusion procedures include, but are not limited to pseudoarthrosis; loosening, bending, cracking or fracture of components, or loss of fixation in the bone with possible neurologic damage, usually attributable to pseudoarthrosis, insufficient bone stock, excessive activity or lifting, or one or more of the factors listed in contraindications, or warnings and precautions. Postoperative. 2. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. 3. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid refracture. The location of the fracture and surrounding hardware suggests that slight migration of the construct post-operatively may have contributed to the failure. Additionally, screws at the caudal end of the construct are subjected to more stress. Long-term loading may have compromised the yield strength of the screw. However, as the device was not available, the root cause could not be determined conclusively.

Event description:
Physician reported that an ozark variable screw, self - tapping ø4.0x16 mm, implanted at c7, broke 3 months post-operatively. The device remains in the patient.

Manufacturer narrative:
Remains implanted.

Event description:
Physician reported that variable screw, self - tapping ø4.0x16 mm broke 3 months post-operatively. The device remains in the patient.